Event description:
The following information was reported to gore: on (B)(6) 2011, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Pxc161400, (B)(4) was implanted in the right leg. Pxc161400, (B)(4), was implanted in the left leg. After all devices were implanted, an angiography revealed two type ii endoleaks. The physician decided to monitor them. Mpdcase- (B)(4). On an unknown date, at a follow up, trend of dilations of bilateral common iliac arteries was observed. A possibility of distal type I endoleaks was a concern. On (B)(6) 2022, a reintervention was performed preventively. The bilateral internal iliac arteries were embolized using avpii. Two stent grafts were implanted in the right leg to extend to the right external iliac artery. Two stent grafts were implanted in the left leg to extend to the left external iliac artery. A distal subtraction angiography revelated no distal type I endoleak and no type ii endoleak. The patient tolerated the procedure. (B)(4) reportedly, the trend of dilations of bilateral common iliac arteries may be an effect of a progression of the patient's disease. No device related dilation was reported.

Manufacturer narrative:
The following information was requested but was not made available - weight, date of birth, pre-existing conditions and medications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), device related risks include but are not limited to the potential for reintervention.